Event description:
Reporter alleged discrepant results were obtained between the blood glucose monitoring device and a valid lab comparison. Reporter stated device result was 291 & 283 mg/dl and a lab measured 89 mg/dl which were taken as a fasting test about 30 mins apart. Reporter indicated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.